Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Not previously reported. Additional codes: mnh, mni, kwq, kwp. According to the statement the article was manufactured according to our specifications. The investigation has shown that a part of the edge of the bone is broken. A cause for the loosening of the screw heads is the damage of the edge of the bone. The edge of the bone is for the retention a very important function. A possible cause for the damage of the edge of the bone screws is the insertion handle which was not tightened in the right order in the prime lock thread of the bone screws. The investigation of the manufacturing and material documents has shown no deviations of our specification. No product fault could be detected.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure surgeon tightened the 3d screw heads three times and they loosened before making contact with the bone. One screw head could be repaired. During this process the tip of the retaining sleeve broke. No further information is available. This is 1 of 3 reports for this event.